Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2010 and was revised in 2016 due to polymer wear and laxity. In the years following the patient began having persistent pain that required multiple aspirations and lab work, which were negative for infection. In approximately 2021 the patient underwent a left revision due to catastrophic poly wear, as well as osteolysis, with removal of all exactech knee components and was implanted with non-exactech components. Related to 1038671-2022-01104 (revision 1).

Manufacturer narrative:
The revision reported may have been the result of polyethylene wear and osteolysis as stated in the legal documentation. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the explanted devices were not returned for evaluation and radiographs, photographs, and operative notes were not provided.